Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician tried to advance the taxus liberte 2.75x12 mm drug eluting stent. The physician noticed the stent was frayed near proximal end. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.